Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted there were gouges on the distal end of the trocar. The 5 mm cannula was not received. The condition of the device precluded functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the gouges on the distal end of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the laparoscopic appendectomy procedure, the surgeon used a yohan grasper and gripped the distal end of the trocar to help facilitate insertion of the trocar into the abdominal cavity. The indentation of the yohans can be clearly seen at the end of the trocar, this has resulted in tiny pieces of blue plastic being "shaved off" into the patient cavity. Surgeon did attempt abdominal cavity wash out with suction and irrigation to remove as many of the plastic foreign bodies as possible. To resolve the issue in order to complete the case, the surgeon used suction, irrigation and wash out to remove as many of the foreign bodies as possible. There was no patient injury. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.